Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging pulmonary issues, after several medical examinations and consultations, diagnosed with pulmonary fibrosis. In addition, the patient reported of pleural calcified nodules and ground glass nodules. At this time, no medical intervention has been reported. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.